Event description:
It was initially reported that the patient had high impedance. The patient recently fell and fractured his humerus requiring surgery. It is unknown if the fall contributed to cause the high impedance. The patient has not had their generator checked in over a year per the family. The patient has not followed-up with his treating physician has he has been recovering from surgery. The generator was turned off when the high impedance was seen. Once the patient recovers there are plans for her to have a generator and lead replacement. Surgery for vns has not occurred. No additional information have been provided.